Event description:
Consumer called to report high readings with his meter. States he "bottomed out" and paramedics had to be called for assistance. Paramedics conducted control solution test with his meter and the numbers were out of range.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.